Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the sheath was damaged with a hole at 81.5mm from the burr housing strain relief. The damage is consistent to the damage caused by over-tightening the hemostasis valve and causing a hole and the saline to leak. Product analysis confirmed the reported event, as the sheath had a hole, likely due to over-tightening the hemostasis valve causing the sheath to leak saline.

Event description:
It was reported that a shaft leak occurred. A 1.25mm rotapro was selected for a percutaneous coronary intervention (pci). During preparation, rota cocktail was leaking from the drive shaft sheath. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a shaft leak occurred. A 1.25mm rotapro was selected for a percutaneous coronary intervention (pci). During preparation, rota cocktail was leaking from the drive shaft sheath. The procedure was completed with another of the same device. There were no patient complications.